Event description:
Patient revised to address osteolysis, polyethylene wear of insert; loosening of both femoral and tibial components.

Manufacturer narrative:
Evaluation was not possible, as the products were not returned. Product info required to review the device history records and search the complaint database was not provided. The investigation could not verify or draw any conclusions about the reported polyethylene wear and device loosening without the devices to examine. The length of time implanted (approx. 14 years) could be a contributing factor. Based on the investigation findings, the need for corrective action is not indicated. In addition, the product codes are discontinued items. Depuy considers the investigation closed at this time. Should the products and/or additional information be received, the investigation will be re-opened.